Event description:
The user noted a difference between two total hemoglobin readings taken from the same sample within 5 minutes of each other on the same analyzer. No other measurements on the reports appear to have significant differences. The initial hemoglobin result at 15:57pm was 6.6g per dl, the repeat result from 16:02pm was 12.2 g/dl. No information was provided to determine if an erroneous result was reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.